Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had been having a loss of therapeutic effect and loss of bladder control for two or three months. The implantable neurostimulator (ins) was on and was set differently. The patient saw her doctor a week prior and was told she didn't have a urinary tract infection or anything. A healthcare professional (hcp) who worked at the doctor's office told the patient that she had stimulation too high because she had a nerve twitching on the right side buttock. This started a couple of weeks ago. Stimulation was decreased. The patient could feel stimulation, so she knew it was on and the device amplitude was around 4. Something was wrong and the patient had an upcoming trip and did not want to be wetting on herself. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Event description:
The patient noted that 2 or 3 prior to call she was wetting on herself before she could make it to the commode and loss of therapeutic effect. The patient reported that she had 3 back surgeries (prior to implant) and that she had nerve damage and she felt stimulation near her rectum and in her stomach because of it. The patient was unable to feel stimulation, but was able to increase stimulation from 2.0v and was feeling it. It was indicated that patient had a follow up appointment coming up. Information received later on (B)(6) 2014 indicated that patient was still having concerns regarding their device or therapy, but was working with her healthcare provider. The patient had a phone call to raise the level. It was also mentioned that she received assistance from her health care provider or manufacturer representative and her concerns were resolved. The patient¿s appointment was scheduled on (B)(6) 2014. It was further reported that on (B)(6) 2014, the patient still had a loss of therapeutic effect and no stimulation sensation. The patient indicated that she was having a problem. She could not make it to the commode, wetting on the floor, wetting on the bed. The patient was wondering if she had her programmer set correctly. The patient indicated that it had gotten really bad this last month. The patient indicated that (B)(6) from the day of this call, she went to the movies and sat there in agony trying to hold it. The patient reported that her going to the bathroom had been going on and getting really bad for about a month. The patient thought it had gradually gotten worse. It had been going on and off she ¿thought she had a uti causing it¿. It was indicated that she was not burning like she had a uti, it was just hitting her and she could not control it. It was indicated that patient was diagnosed with e-coli, uti the first time was 2 months ago and then 3 weeks ago. She had uti's even before the implant. The patient had them constantly. The patient went to see her primary health care provider 2-3 weeks ago and took antibiotic, but she was told by health care provider (hcp) she did not wipe from the back to the front. The patient was on program 4 at 0.8 and did see the lightening bolt. It was also discussed that sometimes a uti can affect the interstim therapy. The patient was able to increase to 1.0 and did not feel any stimulation. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v700596, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information received later indicated that patient was still having concerns regarding their device or therapy but was working with the healthcare provider or manufacturer representative.